Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular lead exhibited high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was stable post-procedure.